Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly had no response to sound with the device. There was no accident or trauma reported. The recipient has been re-implanted with the same device type.

Manufacturer narrative:
Conclusion: device investigation revealed wire breakage of the implant coil at the demodulator electronics. This damage was caused or initiated by mechanical overload, most likely heavy stretching of the implant coil section against the rest of the implant. Based on the available information and the location of the fracture, it could be assumed that the initiating damage likely occurred during the implantation surgery. This is in-line with the reported failure event. This is a final report.

Event description:
The user suddenly had no response to sound with the device. There was no accident or trauma reported. The recipient has been re-implanted with the same device type.